Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was observed to be damaged and leaking through the nail head, causing corrosion, insufficient batteries and subsequent 0x3d, step sensor asserted before wire driven, alarm. The damaged and leaking nail head is confirmed as the cause of the generated hazard alarm.

Event description:
A patient reports while wearing a pod for less than an hour their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a hazard alarm during operation.